Manufacturer narrative:
The device history records were not reviewed, the lot number was unk.

Event description:
Dr (B)(6) injected a female pt into nasolabial folds and feels that her pt may have experienced a vascular occlusion secondary to radiesse injection. She stated the pt has unilateral erythema and edema noted over the angular artery area (adjacent to the nare and side of the nose). She believes this to be an arterial occlusion, has started her on nitro paste, has advised her not to use cool compresses due to fear of vasoconstriction, and gave her a rx for valtrex as a prophylactic for oral herpes. On (B)(6) 2012, dr (B)(6) reported that her pt has herpes simplex infection and is being treated with oral valtrex, dose, frequency and duration were not reported. On (B)(6) 2012, dr (B)(6) reported that the pt fully recovered.